Event description:
Caller reported an occlusion alarm. The event caused the customer's blood glucose level to display as "high", a specific value was not provided. The customer managed the elevated blood glucose level by administering a correction injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.